Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. It was reported that the patient did not calibrate after experiencing inaccuracy and did not enter fingerstick values promptly into the cgm device. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Additionally, the patient took medication(s) containing acetaminophen. The dexcom g5 mobile continuous glucose monitoring system states: taking medications with acetaminophen (such as tylenol or excedrin extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. At the time of contact, no injury or medical intervention was reported.